Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. This MDR represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 ¿ patient was diagnosed with recurrent indirect left inguinal hernia, direct right inguinal hernia thereby underwent open repair with the implant of perfix plug (left - device 1, right - device 2). Per op notes, ¿on left inguinal area, hernia sac was noted. The previously placed synthetic mesh was noted. The defect was repaired using a large perfix plug (device 1) and piece of mesh was used to reinforce the floor. The right inguinal hernia was identified. The defect was identifiable at the floor of inguinal canal. A large perfix plug (device 2) was placed to secured the repair and keyhole overlay was secured using sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with persistent right inguinal pain thereby underwent open repair. Per op notes, ¿on left groin, a recurrent hernia was noted. On right groin, scar tissue was noted and sutures were removed. Adhesions to cord structure were wrapped more with the mesh (device 2) laterally.¿